Manufacturer narrative:
(Device not returned.

Event description:
During use of the device for a non-clinical activity, the user reported that an calibrator not connected error message occurred. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.